Manufacturer narrative:
Complaint conclusion: as reported, during a procedure of an abdominal aortic aneurysm, the vascular surgeon used a tempo mpa 5f catheter. The catheter broke in the patient (almost 10cm) during several rotations in a tortuous artery. The procedure was interrupted because of this event and a recovery procedure was performed in order to recover the fragment from the iliac artery using a lasso catheter. The doctor thinks that the breakage is due to his handling with the guide that cut the catheter during the control. No additional information could be provided. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. According to the product instructions for use, manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Furthermore, if resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm the catheter positioning under high quality fluoroscopic observation. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Please note that the gender of the patient is unknown. Please note that the event date is unknown. The device is not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a procedure of abdominal aortic aneurysm, the vascular surgeon used a catheter tempo mpa 5f. The catheter broke in the patient (almost 10cm) during several rotations in a tortuous artery. The procedure was interrupted because of this event and a recovery procedure was performed in order to recover the fragment into the iliac artery thanks to a lasso. The doctor thinks that the breakage is due to his handling with the guide that cut the catheter during the control.